Event description:
The event occurred in spain. It was reported that a the error message "head error" occurred at high rpm (revolutions per minute). The "head error" occurred during priming and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that a the error message "head error" occurred at high rpm (revolutions per minute). The "head error" occurred during priming and no patient was involved. No harm to any person has been reported. A getinge service technician investigated the affected rotaflow console with s/n (B)(4) and was able to confirm the reported failure. The rf control board pcba (printed circuit board assembly) kit (article number 701034051) has been replaced. In addition the batterypack ni-cd 24v 132wh (rfc) (article number 701017188) has been also replaced as part of the service (expiration date of the battery will be in april 2022). After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. A device history record (DHR) review was performed on (B)(6) 2022. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.